Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 501 mg/dl. The customer's mother stated that she did give him a correction for high blood glucose. She stated that the infusion set cannula may have been occluded. The customer's blood glucose reading was 64 mg/dl overnight, which was treated for, then the reading rose to 220 mg/dl. The customer awoke with a blood glucose reading of 170 mg/dl prior to the high during the call. The customer and the insulin pump were not present in order to perform troubleshoot. The customer's mother advised that she had a feeling that the device was working correctly because she did note lowered blood glucose readings after treatment; she stated that the blood glucose did not lower as much as expected. Advised to call back to verify that the device was functioning properly later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.